Event description:
The pre-case films were reviewed by the physician, confirming the maximum length was 180 mm. However, following deployment of the excluder bifurcated trunk-ipsilateral device and correct landing at exactly the lowest renal artery, the left hypogastric artery was inadvertently covered. At the end of the procedure, the pt was fine.